Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited far p wave over sensing on the ventricular channel in bipolar configuration. The device was programmed to unipolar configuration and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.